Event description:
It was reported that it was not possible to aspirate the complete volume (normally it should be about 18.5 ml) of a 20 ml pump before implanting the pump (not more than 15 ml). So the maximum refill volume was only 15 ml. It was also stated that the reservoir valve did not seem to be activated. It was later added that the pump was still in use (and implanted) and was working faultless. Current patient status stated as "ok." Drug infused was lioresal, concentration unknown.

Manufacturer narrative:
Correction: the device serial # was updated as per additional information.